Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing continuous elevated blood glucose (bg 600 mg/dl at its highest). Ketones were present. A bolus was delivered and an insulin injection was administered to address bg. Customer's healthcare provider (hcp) had adjusted the pump correction factor and was the reported cause of elevated bg. Customer readjusted the pump settings. Reportedly, customer discussed the setting change with the hcp.